Manufacturer narrative:
The pump was received with a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the customer's event date of 26-jul-2024 and ss event date of 27-jul-2024, there were no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 26-jul-2024 and ss event date of 27-jul-2024 listed on smartsolve. Dailytotalcollectionstarttime: 07/26/2024 00:00:00.000 dailytotalofallinsulindelivered: 259000 (25.9 u) dailytotalofbasalinsulindelivered: 228000 (22.8 u) dailytotalofbolusinsulindelivered: 31000 (3.1 u) 07/26/2024 00:33:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) dailytotalcollectionstarttime: 07/27/2024 00:00:00.000 dailytotalofallinsulindelivered: 148750 (14.875 u) dailytotalofbasalinsulindelivered: 148750 (14.875 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the customer's event date 26-jul-2024 and ss event date of 27-jul-2024 in the formatted history file. Insert battery alarm was found on: 07/20/2024 16:01:01.000 07/20/2024 16:06:42.000 07/25/2024 15:02:24.000 07/25/2024 15:03:55.000 07/27/2024 17:42:28.000 07/27/2024 17:42:33.000 07/27/2024 17:43:03.000 low battery alert was found on: 07/20/2024 06:19:00.000 07/25/2024 05:17:00.000 failed battery alert/battery failed alarm was found on: 07/20/2024 16:06:21.000 07/25/2024 15:03:31.000 07/27/2024 17:42:32.000 07/27/2024 17:42:37.000 replace battery alert was found on: 07/20/2024 15:50:00.000 07/20/2024 16:00:00.000 07/25/2024 14:48:00.000 07/25/2024 14:58:00.000 pump error 23 alarm was found on: 07/27/2024 17:54:04.000 power loss alarm was found on: 07/27/2024 17:54:18.000 07/27/2024 17:54:26.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 25-jul-2024 at 19:07:57 pm. There was no power data available for the date of 20-jul-2024 and 25-jul-2024 at 05:17:00.000, 17:42:32.000, 17:42:37.000, 14:48:00.000, 14:58:00.000, 17:54:04.000, 17:54:18.000 and 17:54:26.000. Unable to check power data for low battery alert, failed battery alert/battery failed alarm, replace battery alert, pump error 23 alarm and power loss alarm. No unexpected low battery alert, failed battery alert/battery failed alarm, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the customer's event date 26-jul-2024 and ss event date of 27-jul-2024. However, no delivery alarm/insulin flow blocked alarm was found on: 07/30/2024 12:39:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/30/2024 12:42:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/30/2024 12:44:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/31/2024 10:15:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/31/2024 10:16:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/31/2024 10:16:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/31/2024 10:18:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/31/2024 10:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the belt clip rails of the pump during analysis. Battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported blood glucose value of 471 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1880, mmt-242a, mmt-332a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.